Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue and one haptic was torn off missing. The cartridge and injector were not returned. Investigation is ongoing.

Event description:
A silicone lens model aa4203tl was torn while advancing. The lens was not implanted and there was no pt injury. The facility stated it is unk if a prod malfunction occurred. The model and lot #s for the injector and cartridge that were used are unk.